Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced coronary artery disease (cad) progression with chest pain and inferior ischemia. In (B)(6) - 2010 two days before the index procedure the patient was started on 81mg of aspirin. The next day the patient was started on 75mg of clopidogrel. Index procedure: in (B)(6) 2010 - the patient presented with acute coronary syndrome with elevated ck-mb or positive troponin. The physician placed a 2.5 x 16mm taxus liberte in the first diagonal. Post procedure residual stenosis was 0% with timi iii flow. It was noted that the patient did not receive a peri-procedural loading dose of the thienopyridine medication. The patient was discharged the two days later on aspirin and prasugrel. The patient was not randomized as the patient did not want to be on a placebo. In (B)(6) 2012 - the patient presented with complaints of chest pain. The patient had 2 episodes, most recent on the night prior to admission. The pain was in the center of the chest and described it as pressure, heaviness without significant shortness of breath or radiation. The patient had a similar episode about a month prior, and the pain was different in quality and intensity compared to the pain felt during a prior myocardial infarction. The patient underwent a stress test the next day. The stress cardiolite scan was consistent with inferior ischemia, wall motion was normal, left ventricular function was normal with an ejection fraction of 58% and a risk of hemodynamically significant coronary artery disease was high. The patient was started on 30mg of imdur daily, 12.5mg metoprolol 12.5 mg twice daily and on a long lasting nitroglycerin. The patient was to follow up with the primary care physician in one week and cardiologist in 2-3 weeks or as needed. The event was considered not recovered/not resolved and the patient was discharged the next day. The patient had a catheterization performed at a later date as an outpatient at another facility. Medical therapy was recommended.

Event description:
It was further reported an outpatient cath was done and the index stent was found to be widely patent. However the cath presented a 100% stenosed mid rca occlusion. No intervention was performed since the patient had "rich collaterals from left to right, implying chronicity."

Manufacturer narrative:
Updated: date of birth, weight, describe event or problem, relevant tests/lab data, other relevant history. (B)(4).